Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, multiple positioning attempts were needed to obtain adequate sensing. With each repositioning attempt, the number of rotations to extend the helix increased. The physician elected to remove the lead and replace with a competitor¿s lead. It was noted that the patient had torturous anatomy. No adverse patient effects were reported.